Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedances are jumpy, and a connection issue was suspected. An xray was performed, and the tip of the rv lead was not fully inserted into the header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Defibrillation threshold (dft) testing was performed, and code 1005 was triggered during the high energy shock. Code 1005 indicates an open circuit. A header connection or lead issue was suspected, and the physician performed a complete system changeout. The ICD and rv lead were returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedances are jumpy, and a connection issue was suspected. An xray was performed, and the tip of the rv lead was not fully inserted into the header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Defibrillation threshold (dft) testing was performed, and code 1005 was triggered during the high energy shock. Code 1005 indicates an open circuit. A header connection or lead issue was suspected, and the physician performed a complete system changeout. The ICD and rv lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. Additional information was later received. While the ICD was successfully explanted and returned. The associated rv lead was surgically capped and abandoned.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This correction report is being submitted to provide update to the b5 section of this report. Additional information was received that the associated rv lead was capped and abandoned, and therefore not expected for return.

Event description:
It was reported that high out of range pacing impedances were noted on the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD). The impedances are jumpy, and a connection issue was suspected. An xray was performed, and the tip of the rv lead was not fully inserted into the header. A revision procedure was performed, and the rv lead fell out of the header without manipulation. Defibrillation threshold (dft) testing was performed, and code 1005 was triggered during the high energy shock. Code 1005 indicates an open circuit. A header connection or lead issue was suspected, and the physician performed a complete system changeout. The ICD and rv lead are expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.